Event description:
During the procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The physician advanced the device through the accessory channel of the endoscope and fastened the clip to the tissue site. At this time, the clip would not release from the catheter. After further manipulation of the handle, the endoscopic clip released from the catheter. The pateint was reported to be in stable condition.